Manufacturer narrative:
(B)(4). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that after implantation of a total hip, the acetabular liner disassociated from the acetabular cup during range of motion test. It was discovered the liner had been deformed during impaction or extraction. The cup was repositioned and the procedure was completed with another acetabular liner. There were no additional patient consequences as a result of the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was not confirmed. A continuum liner was returned for evaluation. As returned, four holes are seen running through the inner spherical radius. The rim and anti-rotational features exhibit damage. Damage is too severe for dimensional analysis. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.